Event description:
During an implant procedure, there was some lead damage noted on helix the right atrial (ra) lead due to a helix retraction issue. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage at implant was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the insulation to have appeared twisted. An over torqued inner coil was noted at the connector region. Electrical testing did not find any indication of conductor fractures. The lead was shorted due to an over torqued inner coil at the connector region.